Manufacturer narrative:
(B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the device was found without any problems. The returned device was found with loops in a good condition; no other issues (kinks, bends, torn or detached) were found in the device. Also, the suture string returned in a good condition, the positioner and the stabilizer were returned in a good shape. A mandrel 0.035" was loaded in the device and no resistance was felt. Additionally, before the decontamination process, the returned device was inspected and no foreign matter was noticed. No other problems with the device were noted. The reported event of packaging foreign matter was not confirmed. Based on the event description and information gathered from the customer, there is no enough evidence to determine whether the packaging foreign matter was due to the physician's technique or the procedural and anatomical conditions during the reported event, or whether it was related to a device malfunction during the procedure. Review and analysis of all available information indicated that the root cause of the problems found is cause not established is selected as the most probable cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was opened to be used during a stent replacement procedure performed on (B)(6) 2021. During the procedure, outside of the patient a hair or some short thread was found within the package. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as "no patient injury".